Event description:
#1 - clean needle pierced/punctured back wall of outer housing while re-sheathing in preparation to administer flush to pt. #2 - 1ml tb needle 27g pierced protective covering during recapping during demonstration. #3 - similar to #1 event. Other staff c/o similar situation and increased flexibility of needle shafts. Note: MFR rep instructed staff that product could be re-sheathed after drawing up initial medication in preparation for pt injections.